Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid circumflex artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced; however, resistance was noted with the anatomy, and the sds shaft separated outside the patient anatomy and the device was easily removed. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.